Manufacturer narrative:
Zoll medical corp has not received the product for eval. If product is returned to the MFR, the supplemental report will be filed.

Event description:
It was reported that an autopulse nimh battery with s/n (B)(4) failed twice during testing in the charger. There was no report of a patient injury.